Event description:
During set up for a cardiopulmonary bypass procedure, the central monitor froze. No patient injury was reported as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.